Event description:
The customer reported that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 164 mg/dl. No troubleshooting done due to insulin pump would be replaced for motor error alarm. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).